Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Further medical notes, specifically a pathology report, were received and evaluated by an hcp, which reported 'clearly abrasion-induced change with predominately contained micro- and macro-pe particles; correlating with the osteolysis in the area of the tibial anchor bar, which is radiologically recognizable here preoperatively. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - associated medical devices: unknown oxford femoral component; item# unknown; lot# unknown. Unknown oxford bearing; item# unknown; lot# unknown. G2 - foreign: germany. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Medical records were provided and reviewed by a health care professional. The review identified the following: loosening of the tibial component, chronic pain, infection excluded with arthroscopy. Massive synovitis encountered. Severe knee contracture, osteophytes, and scarring. Severely inflamed prepatellar bursa encountered. Serous effusion emptied. Medial and lateral releases performed. Tibial component loose and easily removed, femoral and poly components removed. Extensive foreign body granuloma under the tibial prosthesis resected necessitating a stem extension. Tibial and femoral defects filled with autografting (patient¿s own bone). Tka implants cemented in place without complication, good rom and patellar tracking achieved. Osteophytes were removed from the patella, but no patellar resurfacing/implant x-rays taken in the or show correct positioning. Discharge summary reports no postop complications, intraop cultures did not show bacterial growth until the time of discharge. This event is for revision due to loosening and is considered a serious injury as illness or impairment which hospitalization, medical intervention and/or surgical intervention has occurred. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial right partial knee arthroplasty performed. Subsequently, the patient presented with pain and contracture of the knee. Approximately 4 years and 9 months post the initial right partial knee arthroplasty, the patient was converted from a partial to a total knee arthroplasty; during which, severe synovitis and scarring were noted. The tibial component was grossly loose and easily removed. Tibial and femoral bone defects were filled with autologous grafting. Total knee tibial and femoral components were cemented into place without complications. The patella was debrided of osteophytes, but no resurfacing was performed or implant placed. Attempts have been made and no further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D10 - associated medical devices: oxford uni twin-peg femoral md; item# 166942; lot# j6092898. Oxf anat brg rt md size 4 PMA; item# 159576; lot# 6029862. Optipac 40 refob bone cmt r-3; item# 4710500394-3; lot# 632aa05180. Product details were received and the complaint investigated further. A review of the device manufacturing records for the tibial implant confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.